Event description:
It was reported that the patient received an end of life message. Premature depletion is not confirmed. Patient did not lose therapy. As a result, the patient replaced their battery.